Manufacturer narrative:
The reported event of stylet could not be inserted was confirmed. A complete lead was returned in one piece for analysis. A stylet insertion test found obstruction/restriction at the distal portion of the lead. Visual and x-ray inspections did not find any anomalies. Visual inspection of the inner coil at this region of the lead found dried blood inside the inner coil. The cause of the reported event was isolated to the inner coil being clogged with dried blood.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the stylet could not be inserted into the bottom end of the right ventricular lead. The lead was not used, and a new lead was implanted. The patient was in stable condition post-procedure.